Manufacturer narrative:
Apoc incident: # (B)(4). Analyzer incident: (B)(4). The investigation was completed on 10-nov-2023. The customer reported that I-stat alinity analyzer s/n (B)(6) generated unexpected po2 results. The conclusion of the investigation is that the complaint is not confirmed. Further investigation on the issue cannot be performed without return of analyzer s/n (B)(6) to apoc-princeton. A rocketware search spanning three months identified no related incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 18-sep-2023. A review of the device history record (DHR) confirmed the lot passed finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for g3+ lot n23101.

Manufacturer narrative:
Apoc incident # (B)(6) cartridge). Apoc incident # (B)(6) (I-stat). I-stat: product#: 02r60-01t. Sn: (B)(6). Mfg date: 04-may-2023. . Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 15-aug-2023, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded a suspected discrepant po2 result on a patient . There was no patient information available at the time of this report. Customer is also alleging I-stat alinity instrument sn (B)(6) which will be investigated separately. Method date time po2 (kpa) I-stat (B)(6) 2023 10:19 7.8, I-stat (B)(6) 2023 11:00 18.2, I-stat (B)(6) 2023 11:10 15.1 at this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.